Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. A 2.0mm x 220mm x 150cm, coyote balloon catheter was advanced for dilatation. However, during the third inflation, the balloon ruptured at 8 atmospheres. The device was removed and the procedure was completed with a different device. There were no complications reported and the patient was in good condition.